Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they was trying to change the intensity and the screen was unable to display intensity. Patient stated they just had head surgery to reposition the battery because it wasn't put in right when they changed the battery and now, they was having pain in the back of her head. Agent asked patient to try to change settings while on the call and patient said they already found the implant but they couldn't change the settings. Patient then said she is going to charge her controller and call back. Pt then stated she is unable to find implant but that she was able to charge to 100%. Pt stated she has the surgery to reposition implant on (B)(6) 2024, agent reviewed that there might still be some swelling. Pt was unsure of what she needed assistance with and said she will call back when she charges, agent did not collect hcp name. Patient called back from number registered repeating they were having some pain in the back of their head, but they weren't able to change the intensity. Patient confirmed stimulation was on and implant was charged. Patient attempted to increase stim but saw settings not available and confirmed that was what they had been seeing. Agent reviewed screen information and redirected to doctor office to further address the issue. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they recently had the implant repositioned because it was painful where it was put in. Patient said they had the device turned off for the surgery but they didn't have them turn the device back on and test it. Patient then said a couple days after they got the surgery, the pain in their head was getting worse. Patient turned the device on but it didn't make the pain go all the way away. Patient was trying to reset the intensity level and was getting settings not available. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.